Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information to reset the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.